Manufacturer narrative:
H.6. Investigation summary: customer returned photos of 3/10cc, 12.7mm, 29 syringes with an open poly bag from lot # 9203869. Customer states that a hub was detached with the shield. The photos were examined and exhibited a hub-needle/shield assembly separated from the barrel and one syringe with a deformed stopper. A review of the device history record was completed for batch# 9203869. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at, nothing pertaining to this defect could be found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA 1122103 has been opened to address this issue. Stopper disfigured: a visual evaluation of photo found (1) syringe with a disfigured stopper. There did not appear to be any other damage to the stopper. Process summary: automatic syringe assembly machine, which feeds syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at dispatch #74994 was created to purge the silicone gun. Correction was that the silicone gun was purged. Purging removing air bubbles out of the lines. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub detached and the stopper was damaged on 2 occasions before use. The following information was provided by the initial reporter: a hub was detached with the shield.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub detached and the stopper was damaged on 2 occasions before use. The following information was provided by the initial reporter: a hub was detached with the shield.